Event description:
Customer reported experiencing high bg's (258 mg/dl) while wearing the pod for 28 hours. Customer reported that when the pt attempted to correct the bg of 258 mg/dl, the bolus was confirmed but not delivered. Customer reported that when the bolus was initiated, they felt dampness at the injection site. Customer reported that the cannula was kinked, but the pod did not alarm. Product will be returned for eval.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.